Event description:
A 2.1 cm piece of guidewire broke off and embolized inside the patient to the right pulmonary artery.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexb0569 showed no other similar product complaint(s) from this lot number.